Event description:
It was reported that during a vaginal hysterectomy during use of the device, whilst the surgeon was attempting to coagulate a small bleed, the device may have slightly burnt the vulva on the patient's left side. No patient information is available.

Manufacturer narrative:
(B)(4). File is not reportable. Received additional information how long has the surgeon and account been using this device? Only a few weeks. Were you present for the procedure? Yes. What other instruments were used during the surgery? Normal gyne vag hyst instrumentation ¿ no other energy. Where is the burn? Mid to lateral left mid labia. What part of the device is suspected of causing the burn: undecided. Jaws (what part) possibly outer surface of jaws. Shaft (what part) no. What is the severity of the burn? Very minor. First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. Was any medical intervention used? (Such as salve or stitches) no not needed. How was it determined that the g2 device caused the burn and not another energy-sources instrument? No other energy used. Where was the device being used when the burn occurred? Inside vagina. What is the size of the burn? Approximately 3 cm length by ¼ cm width. Were other instruments being used at the same time, such as a speculum? Yes. Was speculum in place when the burn occurred? Possibly. Are there any anticipated long-term effects from the burn? No. Will the patient need any follow-up? No. Patient age and weight; did the patient have any pre-existing conditions? N/k.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.